Manufacturer narrative:
The user facility did not involve the dräger service into examination of the device. No further information such as e.g. A log file could be obtained. Hence, a case-specific evaluation is not possible for the manufacturer. Based on the provided information the extent to which the touchscreen was misaligned or inoperable could not be determined. The root cause for a touch screen failure can be related to technical issues, mechanical damage or other factors. It was further reported that the touch screen had been previously damaged and was replaced with a new original touch screen. However, the touch screen failures continued to occur repeatedly and required manual calibration to restore normal functionality. After replacing the touch screen, it is necessary to calibrate it. However, due to a lack of information, a specific assessment is not possible. An impaired or lost touch screen function is obvious for the user and has no effect on the ongoing ventilation. Interaction with the device for e.g. Changing the ventilation parameters may be restricted. The number of similar events is within the expected range of the respective risk assessment and thus accepted. The provided serial no. Cannot be found in our system, therefore the unique device identifier (UDI) of the affected product could not be determined. We will request information on the serial number and if this attempt leads to an UDI, we will submit a follow-up report.

Event description:
It was reported that the user was unable to change ventilation parameters as the touch screen was non-operational. As a result, the nurse closely monitored the patient until the touchscreen was recalibrated by the hospitals engineer. Afterwards, the touch screen was functional again. Lipid emulsion and caffeine were administered concurrently to the patient. No patient health consequences have been reported due to the event.